Event description:
While the stimulation was turned on, the pt felt an overstimulation sensation; when the pt walked, the stimulation would increase and then they couldn't walk. The pt had tried increasing and decreasing the stimulation, but it had no effect on the overstimulation when walking. The pt was at home and had the device turned off. The pt had an appointment scheduled with their physician. Additional info has been requested, a follow-up report will be sent if additional info becomes available.